Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant info.

Event description:
Device issue: none. Adverse event: transient ischemic attack, restenosis. Onset of adverse event: after the procedure. It was reported that on (B) (6) 2009, the pt underwent stenting in the right internal carotid artery with an xact stent. On (B) (6) 2009, the pt experienced a transient ischemic attack with sluggish mental faculties and a slow deliberate pattern of speech. A carotid ultrasound identified occlusion of the xact stent and the pt was admitted to the hosp. The pt's symptoms resolved after treatment with heparin and coumadin and was discharged home on (B) (6) 2009. There was no adverse pt sequela. No additional info was provided.